Manufacturer narrative:
H6: investigation: photos received for investigation, upon visual evaluation it is possible to observe the illegible printed batch, in this way bd confirms the complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause jamming of boxes in the conveyor belt may have damaged the label, thus rendering the batch illegible.

Event description:
It was reported that syringe plastipak 20ml s/su label information was illegible. The following information was provided by the initial reporter: quality deviation/illegible description.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20ml s/su label information was illegible. The following information was provided by the initial reporter: quality deviation / illegible description.